Event description:
It was reported that a patient experienced adverse reactions following the use of the closure system venaseal during a procedure involving the left great saphenous vein (gsv). There was moderate tortuosity and minimal calcification. The vein was 14-4mm in diameter. Transducer compression was used. The procedure was completed successfully on the (B)(6) 2024, with ultrasound confirming vein closure. On the (B)(6) 2024 there was no acute thrombus within the left gsv, and successful closure was confirmed. No deep vein thrombosis (dvt) in the left leg, however, a thrombus was noted 5cm away from the saphenofemoral junction (sfj). The patient developed symptoms including a rash, itching, hypersensitivity, phlebitis, swelling, skin inflammation, skin irritation, skin discoloration along the treated vein (>5cm from the access site). These symptoms began between 2 to 14 days post-procedure. The patient required medical intervention. Two courses of steroid medication (medrol packs) were administered, but the symptoms persisted. The patient was treated as an outpatient and is scheduled to see an allergy specialist for further evaluation. The issue remains unresolved at the time of reporting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.